Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
While performing onsite service for the device, an authorized field service engineer (fse) noted that the j22 connector on the processor pca had broken off. No patient involvement.